Event description:
A center director reported that during corneal flap creation in the left eye, there was no side cut and only a portion of the raster pattern was completed. The surgeon was unable to lift the flap, so the procedure was aborted. Five days later, the patient returned for photo refractive keratectomy (prk). During the examination prior to prk, the patient reported "rainbows with lights" in the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).